Manufacturer narrative:
(B)(4). Investigation of the returned expiratory pressure transducer printed-circuit board(pcb) has been completed. During tests in a reference ventilator, performed pre-use checks tests failed the pressure transducer sub-test due to a(n) gain value drift. The expiratory pressure sensor's offset value had also drifted but within the allowed limit (±300mv from default). The received log files showed that the expiratory pressure sensor's offset, and gain values, had been drifting (within allowed limits and not causing pre-use checks test failures) since july 2015, indicating an instability in the pressure sensor. Microscopic inspection of the pressure sensor showed that there were dirt/particles in the ceramic cavity on the top of the sensor's chip. It was not possible to clean the cavity since the dirt was stuck on the glass foil between the ceramic cavity and the chip. Earlier investigations of other pressure transducer pcb's have shown that once the dirt is/was removed, the pressure transducer functioned normally and no offset drift was noticed. Received device logs from the reported ventilator showed that the reported pre-use checks test failures occurred for the first time on (B)(6) 2015 and the date of event has been updated accordingly.

Event description:
(B)(4).

Manufacturer narrative:
September 30, 2015 10:41 am (gmt-4:00) added by (B)(6): further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks. There was no patient involvement. (B)(4).